Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a routine f/u on (B)(6), 2011, the subject device was found operating with nominal parameters. Reportedly, no known user action might explain this programming. An explanation was requested.